Event description:
The customer alleged that the pump was ¿not delivering the amount of insulin it says it delivers." Tandem technical support could not troubleshoot for the issue and at the time of the report, issue was not occurring. Customer reverted to an alternative method of insulin therapy. Customer¿s blood glucose level was 300 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.